Manufacturer narrative:
Qn#(B)(4). The device history review for the product auto endo5 ml lot# 73k1800132 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were not loading properly from both appliers, the first would not come to full aperture after firing all the clips to try and resolve issue, the second product worked after multiple misfires.